Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
The third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent then replaced the main keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control provided the third party service agent with technical assistance. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio-control to report that while testing a customer's device, it failed to deliver a manual shock. Following the attempted shock a service indicator appeared and the device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
The third party service agent returned the removed main keypad assembly to physio-control for evaluation. Physio further examined the removed main keypad assembly in a test device and was able to verify the reported issue, observing that it would only shock intermittently.  Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock button was out of tolerance due to high resistance.